Event description:
It was reported that the customer had an unresponsive keypad on the insulin pump. The customer's blood glucose was normal. The customer stated that the insulin pump replacement time was too long and caused all key failure. According to electrostatic treatment, it cannot be recovered. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.